Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and uterine fibroid. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received event pelvic pain was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ ones was/were reported from patient¿s medical record :uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.